Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant air in line error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line did not occur. A review of the event history log revealed, air in line messages. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined, to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.